Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient needed emergency surgery to remove their defective device because it really hurt. The patient's doctor had refused to remove the device. The patient was helped by a manufacturer representative.